Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (unknown type, lot number, concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2015 when the patient went to get her staples out an infection was discovered by the surgeon. The surgeon immediately had the patient admitted to the hospital. The area of the infection was the pocket and infection symptoms included redness and drainage. It was bright red all around where they put the pump in and the change in therapy/symptoms was gradual. The infection was confirmed and it was a staph infection and "some other bacterial infection". ;they had an infectious disease healthcare provider (hcp) come to see the patient. It was noted when they "took the pump out they took a culture in a petri dish". The infection was associated with implant and the pump was implanted (B)(6) 2015 (the patient's third pump). It was further reported there were two manufacturing representatives (reps) who brought in the pump when she was implanted on (B)(6) 2015 and knew the pump was sealed. She was at a different hospital with the implant then in the past. When they took out the new pump she was in the hospital for 10 days because of the bacterial infection and was discharged on (B)(6) 2015. Interventions reported included both oral and intravenous (IV) antibiotics. The patient had a total system explant on (B)(6) 2015. The patient was currently taking baclofen orally 80 mg a day. She had never had a problem before with the pumps. The patient was wondering how she got the infection and it was reported the hospital said it was the pump. The patient had her pump refilled two months prior to her pump surgery and was told she needed a new pump because she had an elective replacement indicator (eri) alarm going. The decision was made to replace the pump due to longevity. She was told the alarm was premature to the date they had which would have been (B)(6) 2016; however the alarm was the eri which was 90 days prior to the end of service (eos) date. The infection was resolved. The reporter restated she had never had a problem with the pumps and this was her third pump and "was so nice not to take 6-8 pills a day" and the pump went right where she needed it and was the reason why she went with the pump. She did not believe the pump was infected and felt something else went wrong. The reporter called the hcp on (B)(6) 2015 because she still needed to get the staples out from getting the pump explanted and she would have to wait 4-5 months to get another pump. The patient had diabetes since she was a kid and got multiple sclerosis (ms) in 1999 . If additional information is received, a follow-up report will be sent. Additional information receivedfrom the patient reported that the date that the pump was replaced due to longevity was on (B)(6) 2015 (device implant query states (B)(6) 2015).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018. It was reported that the patient was reporting information which was previously reported. The patient stated that since her pump was removed, she has been taking oral baclofen and it¿s not working. She is considering having another pump, however, she worried she may again get an infection. The patient wanted to find out if the pump was sent back for analysis and if so, what were the results. The date of infection was asked, and the patient stated they had surgery on 2(B)(6) 2018. When they went back in on the (B)(6), they were supposed to take out staples, but when they took the bandage off the whole area was red and oozing and automatically sent her to the hospital and had her admitted and the took the pump out. The patient stated that it was removed on the. The situation was being addressed by the hcp. The patient reported that they had different settings. She ¿got so much at 4am, less at 12 noon, it was spread out through the day, she had 6 different settings.¿ it was reviewed that the pump was not returned to the manufacturer for analysis. Additional information was received on (B)(6) 2018 and it was reported that the date of the infection was (B)(6) 2015. There were no further complications reported/anticipated.